Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic low anterior resection, during distal rectum transection, the device did not fire. The surgeon was unable to press the green button and squeeze the handle. Another device was used to complete the case. There was no patient injury.